Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box, lot #73c1500224 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the clip got stuck in the applier. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one hemolok large clip for investigation. The clip was visually examined with and without magnification. Visual examination of the returned clip revealed that the clip was returned closed. Microscopic examination revealed that the clip appears typical. No signs of mismolding could be found. However, one of the bosses appears to have been damaged by some form of tooling. Indentations are visible in the polymer material where a clip applier would be attached. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Using lab inventory clip appliers ((B)(4)), the closed clip was reopened. The clip was then loaded into the clip appliers and closed onto overstressed surgical tubing. The clip would reopen, load onto appliers, and close with no difficulty. There were no functional issues found with the returned clip. A corrective action is not required at this time as there were no functional issues found with the returned clip. The clip was able to be reopened, attached to a lab inventory clip applier, and closed onto overstressed surgical tubing with no difficulty. However, the clip is an interactive part. The clip appliers used at the time of other remarks: discovery were not returned for investigation. A corrective action is not required at this time as there were no functional issues found with the returned clip. The clip was able to be reopened, attached to a lab inventory clip applier, and closed onto overstressed surgical tubing with no difficulty. However, the clip is an interactive part. The clip appliers used at the time of discovery were not returned for investigation.

Event description:
Reported event: the clip got stuck in the applier. The patient's condition was reported as fine.